Manufacturer narrative:
Product event summary: image files and the afr-00001 catheter with lot number 0012760409 were returned and analyzed. The images displayed screens with graphs showing significant noise in the signals. During an external visual inspection, the catheter appeared intact with no visible defects. Mapping and shorts tests were performed; both tests failed for the p4 electrode, indicating an open circuit. Visual inspection revealed what appeared to be insulation damage on the electrode wire connecting to the p4 electrode. Continuity testing using the breakout box was conducted. No continuity was present in the p4 electrode when probed. The wire was dissected from the p4 electrode and passed for continuity testing when probed, confirming the issue was located in zone one. In conclusion, the reported clinical issue of ventricular fibrillation occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The catheter failed the returned product inspection due to the open circuit in zone one. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the sphere 9 catheter was positioned on the tricuspid valve side near a another manufacturer's implantable cardioverter defibrillator lead. After a five second radiofrequency lesion was delivered, the patient went into ventricular fibrillation. The procedure was temporarily interrupted, and cardioversion was performed to successfully restore sinus rhythm. The physician then continued the ablation at a position more medial to the implantable cardioverter defibrillator lead. The procedure was completed with affera. No further patient complications have been reported as a result of this event..